Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had pain in their head. They had a weird growth on the patient's lower back and pain in their lower back but it was not related to the device or therapy. The ins had also stopped working "probably a year ago" in (B)(6) 2014. Further follow-up was being conducted to clarify the allegation of the ins not working, what were the circumstances that led to the ins not working/pain in head, and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) had no telemetry and no output as a result of the battery reaching normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.